Event description:
It was reported by the surgeon's office that the pt was going to have a generator revision surgery as the generator had possible migrated. There was not going to be any replacement of product, just repositioning. Attempts for further information have been unsuccessful to date.